Event description:
It was reported that an occlusion alarm occurred. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was address by a correction bolus via the pump and the customer went to the emergency room (ER). By the time that the customer arrived at the ER their bg had decreased to 250 mg/dl. The customer was treated with intravenous fluids and zofran; the customer could not recall what kind of fluids. Treatment resolved the issue and there was no permanent damage. The customer was discharged later that same day. Ultimately, the customer reverted to an alternate method of insulin therapy.